Manufacturer narrative:
The customer had left the message, so our technical support (ts) called the customer and had the customer power the cns off, check the cables and then restart. The cns system came back up without an issue, and our ts asked her to call tus first and not power off the machine in the way that they did. No further info provided. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
(B)(4).